Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318. Serial number: na. Batch/lot number: (B)(6) model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) anchor revision procedure for an unknown reason. The patient was doing well postoperatively, and the scs anchors remained implanted.